Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: product code - unknown date implanted - unknown explant date - either (B)(6) 2016 or "(B)(6) 2016" as this was a two stage revision and the actual device(s) explanted on each date is unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Product location unknown.

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date. Subsequently, the first stage of a two stage revision procedure was performed on (B)(6) 2016 due to a fall that resulted in loosening of the tibial tray and fractures to patient's sacrum and pubic ramus. The patient underwent the second stage of the revision on (B)(6) 2015.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Explant date - either (B)(6) 2015 as this was a two stage revision and the actual device(s) explanted on each date is unknown.

Event description:
Patient enrolled in a clinical study. Subsequently, the patient reportedly underwent the first stage of a two stage revision procedure approximately four years post-implantation due to left hip pain prior to a fall that resulted in loosening of the tibial tray and fractures to patient's sacrum and pubic ramus. The patient underwent the second stage of the revision approximately three months post first stage revision procedure.

Manufacturer narrative:
This follow up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Pma510(k): this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k921182.

Event description:
Patient enrolled in a clinical study underwent left total knee arthroplasty. Patient reportedly experienced left hip pain prior to a fall that resulted in loosening of the tibial tray and fractures to patient's sacrum and pubic ramus. Patient underwent a two stage revision, the second of which was 3 months after the first.